Event description:
Nine months after treatment of two lesions with cypher stents, the patient had unstable angina and pci involving one of the lesions treated during the index.

Manufacturer narrative:
This patient presented to cath with stable angina, 40% lvef and 2-vessel disease was found. Elective percutaneous coronary intervention was performed on a 70% de novo lesion in the distal left circumflex of 10mm in length in a 2.5mm vessel diameter. There was little to no calcification. Direct stenting was performed with a 2.5x23mm cypher stent at unknown atm. Post-dilation was performed for unspecified reasons. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Percutaneous coronary intervention was performed next on an 80% de novo lesion in the distal lfet circumflex of 10mm in length in a 2.5mm vessel diameter. There was also little to no calcification present. Direct stenting was performed with a 2.5x18mm cypher at unknown atm. Post-dilation was conducted for unspecified reasons. There were no procedural complications and the patient was discharged on the following day. Nine and half months later, the patient presented to cath with unstable angina, 50% lvef and 1-vessel disease. Urgent percutaneous coronary intervention was performed on an 80% restenotic lesion (after cypher stent) in the distal left circumflex and 20mm in 2.5mm vessel diameter. There was little to none calcification. Direct stenting was performed with a 2.5x24mm taxus stent. Post-dilation was performed for unspecified reasons. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. It is unknown if both stents previously placed are implicated in this event. Additional information has been requested, including the catalog and lot numbers of both products. This product, a 2.5x18mm cypher stent, with the catalog and lot numbers currently unknown, is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This one of two products used in the same procedure that were submitted under the following manufacturing numbers 3003742446-2006-00432 and 3003742446-2006-00433.